Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing the 8mm fenestrated bipolar forceps instrument was observed to be damaged. There were no reports of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed to have a broken cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.